Event description:
Patient was revised to address loosening of the femoral component.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records for the newly added head, product code 136533000 and lot code 1913282 did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the tri-lock/dual lock broach as the lot code required was not provided. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.